Event description:
Info received from affiliate. On (B)(6) 2013 a pt contacted our firm reporting having experienced an ocular event while wearing acuvue advance contact lenses (cl). The pt (pt), who was a new cl wearer, reported having worn the first pair of lenses from the suspect carton for two months without any issues. The pt experienced "discomfort with the second pair after almost 2 months of use and after a few days with the 3rd pair felt discomfort and strong sensitivity to light (both eyes." On (B)(6) 2013 the pt was seen by an eye care professional and instructed to discontinue lens wear, use systane drops 4 to 6 times a day and vigamox or zymar every 3 hours on day 1, every 4 hours day 2 and every 5 hours for 5 days. The pt was instructed to return on (B)(6) 2013. On (B)(6) 2013 the pt reported completion of treatment with zymar, systane and epitegel every 4 hours stating she was "with perfect vision, but a little itch persists"; pt was wearing spectacles at that time. Unsuccessful attempts have been made to obtain clinical info from the treating eye care professional. The precise nature of the reported injury in unk; this is being reported as worst case. MDR 1033553-2013-00127 submitted for the os. A device history review was performed. Lot b00cwvk was processed under normal manufacturing conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Based on all available info, no causal factors can be determined and no conclusion can be drawn. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed in quarterly franchise management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.